Manufacturer narrative:
Model number/catalog number: 72400098, serial number: n/a, batch/lot number: 0113299001, model/catalog description: control pump fgs, unique identifier (UDI) #: (B)(4). Model number/catalog number: 72400024, serial number: n/a, batch/lot number: 0135470009, model/catalog description: balloon fgs 61-70 cm, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that a patient with an artificial urinary sphincter (aus) experienced recurring incontinence and the device was not working as intended. Evaluation and cystoscopy confirmed a normal urethra, and no other urologic issues were noted. Intraoperative findings confirmed that the pressure-regulating balloon was empty. A surgical procedure was performed to remove and replace the aus. No further patient complications were reported.